Event description:
It was reported the cartridge was leaking from the septum. There was no impact to customer's blood glucose level. Customer loaded a new cartridge and was able to successfully resume insulin.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.